Event description:
It was reported to philips that the 3, 5, and 12 leads for the device were shutting off. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the 12 and 4 leads for the device were shutting off. There was no reported patient involvement/adverse patient impact.